Event description:
It was reported that the catheter was inserted over the spring wire guide in the patient's right internal jugular vein. Resistance was encountered when the wire guide was withdrawn, and it separated with 20 cm remaining in the patient. The retained portion of the wire guide was removed using a "loop catheter". There were no further complications.